Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose (bg) level rose to 400 mg/dl (22.2 mmol/l) while wearing the pod on their arm for between 49 and 71 hours. The patient reported experiencing issues with their insulin pump during the warm weather; sweating caused the adhesive patch to come loose and the pump to shift out of place. The patient reported they developed ketoacidosis and had to remove the pump. The patient went to the hospital on (B)(6) 2026. A new pod had been applied, but because the doctors were not confident in it, the pod was removed. The event was reported to have happened a week ago. The patient explained that the pod had come off their body slightly without them noticing at first. The patient was feeling unwell with vomiting, dizziness, and their legs felt weak. The patient's bg level measured high, and ketones were also in the high range. The patient was put on an insulin drip and received insulin via a pen. No other therapy or prescription was given. A pod had been placed on the (B)(6) 2026 whilst they were in the hospital, but the pod had to be removed again after about 6 hours due to high bg. It was suspected this pod did not work well due to very high ketones still in their system. Both pods were discarded at the hospital. The patient was kept in the hospital for observation until monday (B)(6) 2026.